Manufacturer narrative:
H10: internal reference number (B)(4).

Event description:
It was reported that, a plaintiff underwent a left primary bhr surgery on (B)(6) 2014. They were later diagnosed with a periprosthetic fracture of left femoral neck, aseptic loosening of acetabular component, elevated serum cobalt chromium levels, metallosis and experienced chronic pain and dysfunction. A revision surgery was performed on (B)(6) 2024 to exchange bhr components for depuy orthopedics devices. Further complications have not been reported.

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to periprosthetic fracture, loosening, elevated serum cobalt chromium levels, metallosis, chronic pain, dysfunction. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The bhr surgical technique (10/10 rev a 4567-0103) indicates: ¿the acetabular component is then fully impacted with 15-20° of anteversion and 40-45° inclination angle¿. It is unknown if the increased anteversion led to the significantly malposition acetabular, loosening and subsequently the reported fracture and/or metallosis. As well, the intraoperative finding of loosening, mispositioning and/or fracture can be seen as a result of the metallosis. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.